Event description:
During a non-clinical, the user reported the device failed to calibrate. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.